Event description:
When flush was hung after synthroid was given, this rn (registered nurse) noticed that the medication at the hub (near the IV pump) was leaking. Tubing was then replaced, no harm noted.